Event description:
Information was received indicating that a patient with a smiths medical portex® cuffed blue line classic® tracheostomy tube was having difficulty suctioning. The mother attempted to try nacl to help loosen the thick mucus with no success. Upon arrival, home nurse confirmed a blockage within the tube which was noted to be from a broken swab. The swab was removed, and the blockage disappeared. The patient was then taken to the hospital where the trach tube was found damaged. Subsequently, the tube was changed out with a new one. It was reported that trach care at home had been performed by cleaning the stoma with a swab and medication. There were no further reported adverse patient effects.

Manufacturer narrative:
Other, other text: additional information d10, h3, h6. Device evaluation: the device was returned for investigation. A visual inspection of the device found that the tube was broken to the welding area between the flange and the tube.the reported failure was confirmed. The most probable root cause is the failure mode reported is not attributed to manufacturing process. However, a definitive root cause was not established. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.